Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device broke during use in a procedure. The physician applied pressure on the distal tip, bending the shaft of the device. As the physician continued, the device broke where the shaft of the device and the white handle came together. No piece fully detached. No patient injury resulted or medical intervention required.

Manufacturer narrative:
One lf5637 ligasure device was received, and an evaluation of the sample confirmed the reported issue. Visual inspection found the black outer shaft had separated from the hub and had cracks. No piece had fully detached from the device. Further investigation found the damage shows signs of over flexing during use, causing the outer black shaft to crack and separate. The investigation identified the root cause of the issue to be due to misuse. The instructions for use included with this device cautions users to avoid bending the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.